Manufacturer narrative:
The device involved in this event will not be returned for evaluation as it remains implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx with strata.

Event description:
The patient was initially implanted with a bifurcated stent graft and two (2) suprarenal aortic extension to treat an abdominal aortic aneurysm (aaa). Approximately seven (7) years post initial procedure, a type 3b endoleak was detected during a routine follow-up. A re-intervention has been scheduled.

Event description:
The patient was initially implanted with a bifurcated stent graft and two (2) suprarenal aortic extension to treat an abdominal aortic aneurysm (aaa). Approximately seven (7) years post initial procedure, a type 3b endoleak was detected during a routine follow-up. A re-intervention has been scheduled. Additional information: the secondary procedure was cancelled due to covid-19 and will be rescheduled at a later date.

Manufacturer narrative:
The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned as the device remains implanted therefore no evaluation was completed. At the completion of the clinical assessment, clinical was able to find substantial evidence to support the reported event of the type 3b endoleak of the bifurcated stent graft. The event is most likely device related due to the use of the strata material. The procedure related harms for this complaint could not be determined with the imaging available to review. Attempts were made to obtain medical records but were not available per the hospital response. A secondary endovascular procedure was scheduled, however subsequently cancelled. The final patient status was not reported. A root cause investigation was carried out for all afx complaints having an identified failure mode of a type iiib endoleak. Endologix implemented the following corrective actions with the intent of reducing type iiib endoleak events; 1. Upgraded graft material (i.e. Duraply) and 2. Updates to the IFU and additional physician training. The change to duraply graft material and the IFU changes were put in place july 2014. No additional investigation of this reported event is planned however if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed. Device iteration is afx with strata.